Manufacturer narrative:
This supplemental report is being submitted to provide additional information. More than 5 years have passed since the device was delivered. The reported event may have been caused by wear of the pin inside the video connector socket due to repeated use over a long period of time. Omsc concluded that the wear of the pin inside the video connector socket combined with the wear of the connector pin on the endoscope resulted in connection failure at the contacts and the image disappeared. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) inspected the device and confirmed the following; the device was tested for 2 days, but the reported phenomenon was not reproduced. There was no abnormality on the exterior and the inside of the device. The user facility reported that the output socket could have caused the reported image malfunction. The user facility also reported that there was no abnormality in the alternative olympus video system center cv-170. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image disappeared a few times. The user disconnected the endoscope from this device and tried multiple endoscopes, however the issue could not be resolved. There was no delay in the procedure and there was no report of patient injury associated with the event.